Event description:
It was reported that the catheter was blocked.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for all pressure-flow tests. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.